Event description:
Information received by medtronic indicated that customer reported a blank display in insulin pump. Troubleshooting was performed and indicated that insulin pump display was blank for less than 30 seconds and returned. No harm requiring medical intervention was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.